Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak (aortic) with complete component separation was confirmed. Additionally, it was determined that there was evidence to reasonable suggest an aortic rupture occurred that were not included in the event as reported. The contributing factors for the reported type iiia endoleak could not be determined due to a lack of the relevant medical information (pre CT, implant angiogram and/or operative notes). The contributing factors for the aortic rupture was most likely the type iiia endoleak with complete component separation (aortic).; however, definitive device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was reported being stable post the secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft and two (2) afx vela suprarenal extensions. The first afx vela was positioned lower than intended; therefore, the second was required. The initial procedural information is not available. Approximately one (1) year post initial procedure, the patient presented with abdominal pain. A computerized tomography and a digital subtraction angiography were performed. Each identified a type iiia endoleak between afx2 and distal afx vela. The type iiia was successfully sealed with a non-endologix (excluder) aortic cuff. Additionally, the patient¿s abdominal pain resided. The patient was reported to be in good condition post re-intervention. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonable suggest an aortic rupture occurred that were not included in the event as reported.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft and two (2) afx vela suprarenal extensions. The first afx vela was positioned lower than intended; therefore, the second was required. The initial procedural information is not available. Approximately one (1) year post initial procedure, the patient presented with abdominal pain. A computerized tomography and a digital subtraction angiography were performed. Each identified a type iiia endoleak between afx2 and distal afx vela. The type iiia was successfully sealed with a non-endologix (excluder) aortic cuff. Additionally, the patient¿s abdominal pain resided. The patient was reported to be in good condition post re-intervention.